Event description:
It was reported that the patient's left knee was revised due to opening of the surgical incision and possible infection. All poly components and the axle were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown triathlon hinge axle unknown triathlon hinge bumper unknown triathlon hinge bushing unknown triathlon hinge bushing - 2 of 2 unknown triathlon hinge tibial bearing it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.